Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event occurred on an unspecified date and involved a transpac® it w/ safeset¿ reservoir, red stripe tubing and needless valve where it was reported the connection piece with the arterial catheter was stuck in the catheter because the luerlock disconnected. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The reported complaint of the luer detached was not confirmed. No visual anomalies were observed. When the returned set was primed and pressure leak tested, no leaks were observed. All the luers had passed the iso slip luer gauge inspection. Without the return of the mating device, the complaint could not be confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.